Manufacturer narrative:
The event occurred in china. It was reported that the battery on the rotaflow console (rfc) failed during transit. The emergency drive was used. The rfc was not replaced after using the emergency drive. The patient was not harmed as a result of this intervention. There was no error message before the battery fails, because the rfc was running in the ¿free mode¿ (in this mode no intervention is made by the monitoring system). No harm to any person has been reported. A getinge field service technician investigated the rotaflow console with s/n 94176143 and could confirmed the reported failure. The battery has not been replaced since the device was installed in 2020/07. The battery was due for replacement in 2022/07. Furthermore, the capacity of the battery has not been checked before use by the customer. The battery has reached the end of its useful life. The customer are not satisfied with the quality of the batteries. Therefore, no repair will be performed on the device. The customer will be replace the battery by themselves. Based on the the given information the reported failure could be confirmed. The review of the non-conformities was performed on 2023-06-05 and during the period from 2020-07-30 to 2023-06-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n 94175335 was produced in 2020-07-30. In order to avoid reoccurrence of the reported failure "battery failed (life time due)", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 4.4.1 overview: do not use the "free" mode during a normal application, but only in emergencies (e.g. If the rotaflow system has stopped because of an error in the monitoring system). In this mode, no intervention is made by the monitoring system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the battery on the rotaflow console (rfc) failed during transit. The emergency drive was used. The rfc was not replaced after using the emergency drive. The patient was not harmed as a result of this intervention. There was no error message before the battery fails, because the rfc was running in the ¿free mode¿ (in this mode no intervention is made by the monitoring system). And the battery has not been replaced since the device was installed in 2020/07. The battery was due for replacement in 2022/07. Furthermore, the capacity of the battery has not been checked before use by the customer. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.